Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis model zct150 intraocular lens (iol) was explanted from a female patient's eye because she decided she wanted a symfony lens. Nothing was wrong with the zct150 lens. A zxt150 11.0 diopter iol was implanted and the patient is doing fine.

Manufacturer narrative:
Correction: upon further review of this file it was determined that the initial medwatch report was filed in error as it is a duplicate of report 9614546-2017-00596. No further information will be submitted under this medwatch number.